Manufacturer narrative:
The subject device was returned. The breakage found at the proximal end of the suction connector. The manufacturing process and a molding supplier for the subject product were changed. After these changes, the complaints of the suction valve breakage has been raising. Omsc assumes that the cause of the damage to the product is that an unexpected large load was applied to the suction connector. Both ""product before changes"" and ""product after changes"" meet the product specification for durability. However, when an unexpected large load was applied to the suction connector, omsc confirmed that the product before changes does not break, but the product after changes may break. Omsc made the decision to re-produce the product which before changes. The instruction manual of the product has already warned as follows; attaching the suction valve to the endoscope: press down on the suction valve's top surface with your both thumbs until it ""clicks"" into place. Inspection of operation: place the distal end of the insertion tube in sterile water and depress the suction valve. Confirm that water is continuously aspirated into the suction bottle of the suction pump. Removing the suction valve from the endoscope: rotate the suction connector clockwise with your thumb.

Event description:
During an endoscopy, the subject device was used. The suction connector of the device broke off at unknown timing. The intended procedure was completed. There was no patient injury reported. This is the report regarding the breakage of the suction connector.